Manufacturer narrative:
Concomitant medical products: model: d284drg, ICD; implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was capped and replaced during a system upgrade procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.